Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery / (B)(4)/ model #: 1650 / expiration date: 2018-04-30 device evaluation anticipated, but not yet begun mfg date: 2017-04-30 (B)(4). Heartware ventricular assist system - battery / (B)(4)/ model #: 1650 / expiration date: 2018-03-31, device evaluation anticipated, but not yet begun mfg date: 2017-03-31 (B)(4). Heartware ventricular assist system -battery / (B)(4)/ model #: 1650 / expiration date: 2018-04-30, device evaluation anticipated, but not yet begun mfg date: 2017-04-30 (B)(4). Heartware ventricular assist system - battery/ (B)(4)/ model #: 1650 / expiration date: 2018-03-31, device evaluation anticipated, but not yet begun mfg date: 2017-03-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power switching, power consumption above normal operating range, multiple losses of power, and critical battery alarms with all batteries. The controller was exchanged. The batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: additional products product event summary: the returned controller passed visual inspection and functional testing. The reported complaint was confirmed for power switching and critical battery alarms. Investigation is ongoing. Additional products: battery (B)(4) battery (B)(4) battery (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that three batteries and one controller were involved with this event.

Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. F1 user facility f2 uf/importer report number: 2300380000-2018-8005 f3 user facility name/address: spectrum health butterworth campus 100 michigan street ne grand rapids, mi 49503 f4 contact person: (B)(4). F5 phone number: 616-486-2522 f6 date user facility became aware of the event: unknown f7 type of report: initial f8 date of this report: april 2018 f9 approximate age of device: n/a f10 event problem codes: n/a f11 report sent to FDA: yes, april 2018 f12 location where event occurred: home f13 report sent to manufacturer: yes, april 2018 f14 manufacturer name and address: MFR. Name: medtronic address: 8200 coral sea street ne city: mounds view state: mn zip: 55112 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller (B)(6) was returned for evaluation. Three batteries (B)(6) were not returned for evaluation. Review of the batteries¿ manufacturing records confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6), as well as premature power switching due to communication errors involving (B)(6). Analysis of the alarm log files revealed several critical battery alarms logged due to communication errors involving (B)(6). The controller also logged three (3) controller power up events on (B)(6), 2018, at 14:17:05, 14:19:11 and 14:28:16. The data log file recorded consecutive data points every 15 minutes up to (B)(6), 2018 at 16:06:58; however, no data points were recorded from this time until the controller power up events on (B)(6), 2018. Therefore, the controller power up events most likely occurred during the troubleshooting process. No controller power up events were logged in the analyzed period prior to (B)(6), 2018. Additionally, one high watt alarm was logged on (B)(6), 2018. As a result, the reported events were confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported critical battery alarms event can be attributed to communication errors between the controller and batteries. Based on the risk documentation, the most likely root cause of the high power event can be attributed to multiple factors, including but not limited to inappropriate pump rotational speed, external factors such as thrombus formation/ingestion, and/or patient related factors. An internal investigation evaluated momentary disconnections. Additional products: battery (B)(6). H3: yes h6 FDA method code(s): 4112, 4114, 3331 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery (B)(6). H3: yes h6 FDA method code(s): 4112, 4114, 3331 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 battery (B)(6). H3: yes h6 FDA method code(s): 4112, 4114, 3331 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12, 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that after routine log file review, two batteries were indicated to have had a communication error.

Manufacturer narrative:
Product event summary: one controller was returned for evaluation. Three batteries were not returned for evaluation. Review of the batteries¿ manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4), as well as premature power switching due to communication errors involving (B)(4). Data log files also revealed multiple instances involving (B)(4) and (B)(4)where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Additionally, analysis of the alarm log files revealed several critical battery alarms logged due to communication errors involving (B)(4). The controller also logged three (3) controller power up events on (B)(6) 2018, at 14:17:05, 14:19:11 and 14:28:16. The data log file recorded consecutive data points every 15 minutes up to (B)(6) 2018 at 16:06:58; however, no data points were recorded from this time until the controller power up events on (B)(6) 2018. Therefore, the controller power up events most likely occurred during the troubleshooting process. Additionally, one (1) high watt alarm was logged on 09/mar/2018. As a result, the reported events were confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported critical battery alarms event can be attributed to communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Based on the risk documentation, the most likely root cause of the high-power event can be attributed to multiple factors, including but not limited to inappropriate pump rotational speed, external factors such as thrombus formation/ingestion, and/or patient related factors. An internal investigation was completed to investigate momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.